Manufacturer narrative:
Investigation confirmed a leak in the handle of the catheter which is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue.

Event description:
It was reported during an atrial fibrillation ablation procedure, the catheter leaked from the handle and no power was achieved during rf energy delivery. There were no consequences to the pt.